Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however, the cause is unknown. The sample was inflated with water and leakage was observed from the drainage funnel. A tear was noted at the funnel, and was examined under a microscope and was noted to be long and rough. The site was treated with congo red, a substance that indicates the presence of lubricious coating, and found the coating was not present inside the tear. The tear was created post lubricious coating. Per the microscopic examination of the tear, it was caused by a sharp object from the outside. The tear was about 2cm long. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that during the pretest, there was a crack noted between the inflation funnel, and the drainage funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, there was a crack noted between the inflation funnel, and the drainage funnel.